Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the implantable cardioverter defibrillator exhibited oversensing, seen on non-sustained ventricular oversensing episodes. Programming changes were discussed. The patient was reported to be stable.

Event description:
New information reported that the patient was seen in clinic on (B)(6) 2019, where programming changes were made.